Event description:
The customer reported a leak from a coulter act diff 2 analyzer. The volume of the leak was approximately 5 ml and was not contained within the instrument. In addition, the instrument generated platelet (plt) voteouts. The instrument operator was wearing gloves, a face shield, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event. The customer observed the white blood cell (wbc) bath overflowing and the red blood cell (rbc) bath did not fill during shutdown. The customer replaced tubing through pinch valve lv12, which resolved the leak and error messages.

Manufacturer narrative:
The customer was able to resolve the leak by replacing tubing through pinch valve lv12. A beckman coulter (bec) field service engineer (fse) was not dispatched to the site. (B)(4).